Event description:
Brand aiou 1ml syringes needle retractable safety syringes with needle. 26 g x 1" 1639/iso 13485 - supplied with covid-19 pfizer vaccine. Needle separated from the barrel remaining in the patient's arm- causing loss of vaccine. Patients needed to be revaccinated. Occurred 6 times in one day at a mega site vaccination center. Unable to identify exact lot numbers as syringes were opened in advance. No immediate harm to patients. FDA safety report ID# (B)(4).